Manufacturer narrative:
B3: date of event: corrected from (B)(6) 2021 device evaluated by manufacturer: promus premier select ous mr 20 x 2.50mm stent delivery system (sds) was returned for analysis without a manifold and the following attributes were examined. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and this is within maximum crimped stent profile measurement specification. The manifold was not returned with the device, the length of the stent was within the stent length profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 123cm proximal to the distal tip. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. A 20x 2.50 promus premier select drug-eluting stent was selected for a percutaneous coronary intervention (pci) procedure. The stenosis was prepared with a 2.5 nc quantum apex catheter. During introduction and outside the patient, it was noticed that the proximal part of the shaft was broken 30cm distal from the hub when the device was insert to the patient and the device could not advance anymore. The physician then removed the device by pulling out the device, another 20x 2.50 promus premier select was used and the procedure was completed successfully. There was no patient complications reported in relation to this event. It was further reported that the manifold was not cut intentionally and the break did not result in attempts to straighten the device. The patient's status post procedure was fine.

Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. A 20x 2.50 promus premier select drug-eluting stent was selected for a percutaneous coronary intervention (pci) procedure. The stenosis was prepared with a 2.5 nc quantum apex catheter. During introduction and outside the patient, it was noticed that the proximal part of the shaft was broken 30cm distal from the hub when the device was insert to the patient and the device could not advance anymore. The physician then removed the device by pulling out the device, another 20x 2.50 promus premier select was used and the procedure was completed successfully. There was no patient complications reported in relation to this event. It was further reported that the patient's status post procedure was fine.

Manufacturer narrative:
B3: date of event: corrected from (B)(6) 2021 to (B)(6) 2021.

Event description:
It was reported that a shaft break occurred. The 70% stenosed target lesion was mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. A 20x 2.50 promus premier select drug-eluting stent was selected for a percutaneous coronary intervention (pci) procedure. The stenosis was prepared with a 2.5 nc quantum apex catheter. During introduction and outside the patient, it was noticed that the proximal part of the shaft was broken 30cm distal from the hub when the device was insert to the patient and the device could not advance anymore. The physician then removed the device by pulling out the device, another 20x 2.50 promus premier select was used and the procedure was completed successfully. There was no patient complications reported in relation to this event.